Event description:
It was reported that upon interrogation, the device presented with an alert for high voltage lead impedance out of range. The lifetime trend showed the impedance measurements to be on the high side. The physician wil l decide whether the lead will be capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.